Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Lv pace impedance steady at approximately 371 ohms through (B)(6) 2016 and rises out of range by (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited rising and high impedance. A revision procedure was performed and confirmed a connection issue between the lv lead and the ICD. The lead was reconnected and both the lead and device remain in use. No patient complications have been reported as a result of this event.